Event description:
It was reported that they did an x-ray and that the ¿leads are broken¿. When they were told that an infusion system contains no leads, but a silicone catheter reporter stated that ¿maybe they are not broken then after all, if they are not lead wires, but a catheter instead¿. It was indicated that patient was to have a MRI. Drug delivered via the pump was unknown. Patient symptoms were not reported at the time. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: catheter model: 8709sc, serial #: (B)(4); implanted: (B)(6) 2008, explanted: unknown. (B)(4).